Event description:
The manufacturer was contacted in reference to the everflo device. There was a report of alarm. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was not reported to be in clinical use. The device was returned to the third-party service center for evaluation. During the evaluation of the device there was evidence of pca was burned, caster locking (wheel) broken, main fold cracked, sieves are worn, overlay cracked, front cabinet and rear cover scrapes, inlet filter need to be replaced due to preventive maintenance. The device was requested to be sent to the manufacturer's product investigation lab (pil) for further investigation.